Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: anterior cervical corpectomy and fusion it was reported that intra-op, tip of screw driver broke. Four screws were tightened with the reported screw driver and a plate was placed. Final tightening could not be performed with the same driver. When the tip of the driver was checked, it was found to be broken. The tightening was completed successfully by using another screw driver. On checking the locking cap and inside of the screw, no fragments were found and wound closure was performed. It was unknown if the broken fragment of the driver remained in the patient or not; however, x-ray taken after the operation with frontal and sagittal images found nothing like foreign substance. There was a delay of less than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately 2 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Microscopic examination of the fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.